Manufacturer narrative:
The serial number was not provided, so the manufacture date is unknown. The respiratory therapist will take another unit to the patient and take this unit out of service. Product is no longer manufactured, product has reached eol (end of life), eos (end of service). (B)(4).

Event description:
It was reported to covidien that the unit was not a sound. There was no patient harm.